Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose reading was 24.5 mmol/l. The customer does not wanted to troubleshoot for the high blood glucose. Customer stated that they received sensor updating or sensor glucose not available alert. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.